Manufacturer narrative:
Awaiting prod return to conduct quality investigation.

Event description:
Consumer called to report comparing her logic meter against another (competitor) and getting different results. Analysis run on clark error grid using competitive reading (51) vs. Bd reading of (97) yielded data points in the d zone of the grid, outside of acceptable limits.